Manufacturer narrative:
Product complaint #: (B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Surgeon confirmation form received. Patient was revised to address implant loosening, pain, discomfort, and soreness. Patient experienced a "stabbing pain" immediately after primary surgery. The patient alleges the bone did not attach to the prosthesis so the stem wobbled in the femur. The patient alleges that it should have been pointed out that the prosthesis needs to be implanted with cement. Doi: (B)(6) 2018 - (B)(6) 2021 (right hip).